Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported clip open while locked (cowl) was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Additionally, this event and the imaging provided by the account were further reviewed by the clinical r&d (research and development) staff engineer, and the reviewer stated that ¿one (1) fluoroscopy video was provided in which the two implanted clips can be visualized indicating the video was taken post deployment second clip (reported device) during the follow up procedure on (B)(6) 2025. The second clip (reported device) is located laterally (top clip in the video) and appears to have an arm angle of ~40° - 45°. Comparatively, the first clip implanted during the original procedure on (B)(6) 2024 (no reported issue) appears to be in a fully closed position per the instructions for use (IFU) with an arm angle of ~15° - 20°. While these are estimations based on visual assessment with the unaided eye, it is apparent that the second clip (reported device) is opened beyond the expected fully closed position per the instructions for use (typically ~10° - 30°). No pre-deployment cine of the reported clip was provided. As such, no assessment or comment can be made regarding the pre-deployment state of the second clip (clip arm angle prior to dc detachment) and a potential arm angle change post-deployment cannot be determined based on cine evaluation. However, under the assumption that the reported clip was closed per the IFU prior to deployment, the post deployment state of the clip observed in the video provided presents with an abnormally large clip arm angle which is indicative of a clip open while locked (cowl) event. Therefore, the reported post deployment cowl is confirmed. There are no other observations based on the video provided.¿

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a patient presented with degenerative mitral regurgitation (mr) for a mitraclip procedure. One clip was implanted and the mr was reduced. On (B)(6) 2025, a patient presented with grade 3-4 degenerative mitral regurgitation (mr), small lateral orifice, anterior leaflet prolapse, and a short posterior leaflet with restriction for a second mitraclip procedure. The mr had returned due to leaflet prolapse from degenerative disease progression. It was noted that imaging was challenging due to the anatomy. The first mitraclip nt was difficult to grasp due to the short posterior leaflet and small lateral orifice. The two leaflets were also in different planes, which contributed to the difficulty. When a grasp was achieved, mr returned due to a loss of posterior leaflet capture. It was decided to switch the nt to an xt clip. The xt clip was able to grasp the valve, achieving an mr reduction. Upon deployment, the clip opened to 40 degrees while locked from the initial angle of 20 degrees. The clip remained stable. The mr was reduced to grade 1. There were no adverse patient effects. There was a delay due to grasping difficulty, but it was not clinically significant. No additional information was provided.